Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 51, 69, 106, 115, 68 mg/dl. The customer was treated with the food and glucose tablets. The customer alleging over delivery because unable to raise blood glucose despite food and tablets taken. Troubleshooting was performed for low blood glucose. Customer stated that they had performed the displacement test and the test was failed. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The device will not be returned for analysis.